Manufacturer narrative:
(B)(4). The analysis results confirmed that the pxr35 device was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple.

Event description:
It was reported that during a plastic procedure, the device was not stapling well. The clips are not closing according to the surgeon and resident appears to be a laxity to the mechanism. When you pull the handle on the stapler, the stapler will fire correctly but when you continue to squeeze, it breaks. There were no patient consequences. Case completed with a skin stapler that finally worked.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.